Event description:
The customer reported the ventilator went vent inop during patient transport due to a pressure sensor failure. The customer reported there was no patient harm. As reported, failure of the pressure sensors during normal ventilation mode operation may affect the accuracy of the system pressure measurement and result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer confirmed the reported problem. The service engineer reported the device went vent inop upon power up. The service engineer replaced the data acquisition to motor controller pcb cable to address the reported problem. Performance verification testing was completed and passed per operating specifications.